Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a failed self test. The blood glucose was normal and did not require medical treatment. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a broken off reservoir tube lip.